Manufacturer narrative:
Evaluation of the returned lantern revealed a fracture on the midshaft. This damage is likely the reported distal tip breaking off as there was no damage observed on the distal shaft. If the device is manipulated against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. No other damage was observed on the catheter. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern) and guidewire. During the procedure, while advancing the lantern over the guidewire and into the target vessel, the physician lost access and decided to remove the lantern. Subsequently, the physician repositioned the guidewire and while attempting to re-advance the same lantern over the guidewire, the physician noticed the distal tip of the lantern had broken off. It was reported that the distal tip of the lantern had broken off outside the patient and on the sterile field. Therefore, the lantern was not used in the procedure. The procedure was completed using a new lantern and the same guidewire. There was no report of an adverse effect to the patient.